Manufacturer narrative:
The used device was returned for evaluation, adhesive pad attached to the returned cannula, one infusion site base and tubing was returned, the cannula is observed to be bent, no applicator was returned. No other damage or anomalies observed. In order to replicate clinical use and to test for an occlusion, an occlusion test was conducted on the returned sample using a hydrostatic pressure pump. The returned sample established free flow. Confirmed the customer complaint of line block from the condition of the cannula returned. Probable cause unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The customer reported that the patient with diabetes was experiencing multiple line block alarms and attempted several times to resume pumping with the current cassette (not an ICU medical product), but the alarm consistently reoccurred. When priming the tubing while disconnected from the body and observed drops as expected; however, once reconnected to the infusion site, the line block alarm returned repeatedly. There was patient involvement/no harm reported. Evaluation of the returned devices was confirmed the line block alarm with bent cannulas; this would cause obstruction of therapy flow during use.